Event description:
Customer stated that the insulin pump was shutting off and not delivering insulin. The incident happened three months ago. The under-delivery of insulin caused a hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 500 mg/dl. Customer stated that the insulin pump's screen was blank and no insulin delivery. The insulin pump has cosmetic damage at the battery compartment. Hospital treated and released the customer. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.